Event description:
It was reported through a journal article that one patient underwent revision due to tibial implant loosening. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). B3: event date - publication date. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. G2: italy. G2: citation- russo, a., alessio-mazzola, m., masse, a., burastero, g. (2024) unbalanced metaphyseal fxation is associated with an increased aseptic loosening of revision total knee arthroplasty at mean 4-year follow-up. Archives of orthopaedic and trauma surgery. 144(12)5293-5299 https://doi.org/10.1007/s00402-024-05600-2. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, b6, b7, d2b, g1, g3, g6, h1, h2, h3, h6, and h11 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.